Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that during a system implant, this right atrial (ra) lead initially showed stable detection. However, the physician stated that detection then worsened for no obvious reason and attempts to reposition this lead led to more under sensing. No changes were made, and this lead remains implanted and in service. No adverse patient effects were reported.